Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted concurrently with total abdominal hysterectomy, bilateral salpingo-oophorectomy with anterior & posterior repair, and right salpingectomy due to uterine fibroids and uterine bleeding dysfunction. It was reported that the patient underwent a procedure to treat small bowel obstruction on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation concurrently with hysterectomy on (B)(6) 2012, due to stress urinary incontinence, chronic pain, and uterine bleeding. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. No additional information was provided. (B)(4).